Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use, the bd microlance¿ hypodermic needle pierced through the cap while recapping and stuck the nurse. The nurse went to the emergency room per protocol to have a risk analysis and lab work done. The patient the device was used on had a blood sample taken for communicable diseases. The following information was provided by the initial reporter, translated from (B)(6) to english: "customer reported a needlestick incident with a subcutaneous needle art. No. 300600 with lot number 190420. However, recapping is forbidden by law. During the recapping, the needle went through the 'cap', causing the nurse to prick a needle that had previously been in the patient. The complaint of this client is that the cap of our microlance needles is not safe." "From a medical point of view no, however, the patient concerned was dying, and family had to fill in the lab admission form during this difficult period in order to rule out communicable diseases." "Yeah, the patient had to have a blood sample taken to test for communicable diseases. Since the patient couldn't give consent himself, the family was put in charge of it. The nurse concerned had to go to the emergency room according to protocol to have a risk analysis and a lab taken."

Manufacturer narrative:
H.6 investigation summary: bd has not been provided with photos or samples for catalog 300600 lot 190420 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. A DHR was performed and found that all production and quality processes were carried out normally. Bd must state that the handling of the product once the shield has been removed, the withdrawing of medication from the vial or the re-assembling of the shield needs to be done carefully not only to avoid the reported defect also to avoid any risk of damage the cannula point which would provoke a discomfort at the moment to the injection to the patient. Considering technique, bd recommends using bd eclipse smart clip needle since this is a security needle which is focused to prevent needle sticks after use. No corrective actions are required at this time. H3 other text : see h.10.

Event description:
It was reported that during use, the bd microlance¿ hypodermic needle pierced through the cap while recapping and stuck the nurse. The nurse went to the emergency room per protocol to have a risk analysis and lab work done. The patient the device was used on had a blood sample taken for communicable diseases. The following information was provided by the initial reporter, translated from dutch to english: "customer reported a needlestick incident with a subcutaneous needle art.no. 300600 with lot number 190420. However, recapping is forbidden by law. During the recapping, the needle went through the 'cap', causing the nurse to prick a needle that had previously been in the patient. The complaint of this client is that the cap of our microlance needles is not safe." "From a medical point of view no, however, the patient concerned was dying, and family had to fill in the lab admission form during this difficult period in order to rule out communicable diseases." "Yeah, the patient had to have a blood sample taken to test for communicable diseases. Since the patient couldn't give consent himself, the family was put in charge of it. The nurse concerned had to go to the emergency room according to protocol to have a risk analysis and a lab taken."